Manufacturer narrative:
Evaluation conclusion, method, result codes do not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the implantable neurostimulator was replaced. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and degenerative disc disease. It was reported that the patient stated they had poor coupling. They stated that they saw the reposition antenna screen a lot. They said they had poor coupling issues for a while, but more recently were having issues with the reposition antenna screen. Actions taken prior to the call was the patient stated that they had tried to charge their ins while the recharger was plugged in, reposition the antenna and press the green start charge key, but they seemed to either have issues with going back to the reposition antenna screen or having troubles getting good coupling. It was reported that the patient stated that there had not been changes to the pocket site since the issue started. An email was sent to the repair team. It was recommended that the patient speak to the hcp if the new recharger antenna does not resolve the issue. No symptoms were reported. It was asked but was unknown when the event date of the poor coupling occurred and it was stated that the reposition antenna screen began about a month ago in 2018. It was reported to rep air that the recharger antenna was damaged. No further complications were reported/anticipated. Additional information received from the patient on (B)(6) 2018 reported that the replacement antenna did not resolve the issue and that the ins would not hold a charge. The patient noted that the had an appointment scheduled with their doctor and a rep in '3 weeks' (around (B)(6) 2018). Further follow-up was conducted. No further complications were reported.

Manufacturer narrative:
Analysis identified that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to over-discharge. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient reported that the cause of the recharging issues was determined and it was due the dead battery. The battery needed to be replaced. On february 14th, the patient reported that the replacement appointment that was initially scheduled on january 2nd was postponed due to the patient being hospitalized and waiting for an improved health. There were no further complications or anticipations reported with this event.